Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. It was reported during the index procedure a type iiia limb separation was observed after the stent graft system was implanted. An additional endurant limb was implanted to extend coverage and resolve the type iiia endoleak. Per the physician the cause of the endoleak was anatomy related. No additional clinical sequelae were reported and the patient is fine.